Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was not implanted. If explanted, give date: not applicable, as lens was not implanted. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that the intraocular lens had a distorted haptic. There was no patient involvement. No further information provided.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 11/29/2018. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. A cartridge with the lens stuck in the cartridge was received; but was unable to be removed. Scarce amount of viscoelastic was observed in the cartridge loading zone. Due the condition of the lens received, the complaint could not be verified. A product quality deficiency was not identified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. No product deficiencies were identified. A search revealed that no other complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.